Event description:
It was reported that this arctic sun device booted up to an alarm 74 non-recoverable system error). Biomed discussed that this was indicative of a failed t2 (outlet control temperature) thermistor. Biomed stated that they would order and replace the tank harness onsite. Biomed has a arctic sun device with a bad outlet control temperature (t2) thermistor, biomed would like to send it in for service. Device coming in for a tank harness replacement per work order update on 03march2023 customer service communication with customer, customer agreed to repair. Customer service has sent a packaging kit to customer for device to be returned for repair or assessment. No patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t2 thermistor. Replacement of the tank harness corrected the reported problem of bad t2 thermistor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that this arctic sun device booted up to an alarm 74 non-recoverable system error). Biomed discussed that this was indicative of a failed t2 (outlet control temperature) thermistor. Biomed stated that they would order and replace the tank harness onsite.